Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was occluded. Per additional information: the catheter was inserted and urine drainage was confirmed. When bladder irrigation was attempted with saline, the saline could not be aspirated from the drainage lumen and urine leaked from the urethral meatus due to occlusion found in the catheter. The catheter was replaced.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects were noted on returned catheter. Evaluation found no blockage in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. The sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: precaution for use. When resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. No substance except sterile water should be used to inflate the balloon. Do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. When irrigating, open the cap of irrigation funnel and attach irrigation line or tube under aseptic technique. After use, close cap."

Event description:
It was reported that the catheter was occluded. It was later reported that the catheter was inserted and urine drainage was confirmed. When bladder irrigation was attempted with saline, the saline could not be aspirated from the drainage lumen and urine leaked from the urethral meatus due to occlusion found in the catheter. The catheter was replaced.